Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the site that the patient had a battery that was alarming with critical battery alarms multiple times. Battery was removed and exchanged. It was also stated that there was no impact or consequences to the patient. No further investigation needed.